Manufacturer narrative:
Please refer to MFR report number 3012307300-2018-01500 for related device incident.

Event description:
Patient's husband reported an ambulatory infusion pump stopped infusing during infusion therapy and an error code was displayed on the screen which then disappeared. Patient switched to back-up pump and continued therapy without incident. No patient injury was reported.